Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site previously for ongoing precision issues. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. The cause of the discordant, falsely elevated tni-ultra result is unknown. The customer is monitoring the system. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on the same instrument, resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated tni-ultra result.